Event description:
It was reported that during implant of the right ventricular lead, there were high thresholds and impedance at first but the lead was implanted successfully. Two days later the patient had a hematoma that was evacuated. The following day it was noted that r waves were low and there was no capture unipolar or bipolar. A chest x-ray and CT scan showed that the lead had perforated the ventricle. The patient experienced pain and was "a little tachy". The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.